Event description:
It was reported that during a pump refill on the date of the report, when the health care provider (hcp) removed the needle, the liquid that came out of the port appeared "foamy and dark." The hcp took a sample and sent it in for a culture/analysis. The reporter noted the patient had caught a cold the day before the refill, and the patient felt ¿terrible¿because of that. The patient had increased pain since the refill. The reporter was redirected to the patient's hcp. The pump system was being used to deliver dilaudid. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2002, product type catheter. (B)(4).